Manufacturer narrative:
Corrected data: h10: manufacturer narrative. Additional information: f7: type of report. G7: type of report. H2: if follow-up, what type. H6: event problem and evaluation codes. Manufacturer narrative: investigation result(s): no patient harm was reported by the customer. The user rebooted their cns, but not their bedside monitors (bsms). Once all were rebooted, every bsm/transmitter showed up. This resolved the user's issue. The root cause of the issue was unable to be determined at this time, as the issue was resolved through a simple reboot. Per the operator's manual, it is recommended that the cns is restarted every three months to avoid potential issues with the device. Based on available information within the complaint record, this particular issue was judged to be low-risk as real-time patient vitals would still be viewable at the bsm(s) and the bsms would alarm if a patient event were to occur, prompting clinicians to check and tend to the patient.

Manufacturer narrative:
The customer was advised to reboot both affected bedside monitors (bsm), which resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying the bed name from another room.